Event description:
Clinical study. It was reported that 162 days after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st). The lesion being treated in the index procedure was a 3.00mm, 90% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x32mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. One hundred and sixty two days after the procedure, the pt was admitted to the hospital with a st of the mid rca. In the opinion of the physician, the relationship of the st to the taxus stent is probable and there was restenosis of the taxus stent. The physician did place an express2 bare metal stent in the distal right coronary artery. In the opinion of the physician this reintervention was not related to the taxus stent. The pt was discharged 3 days later.

Event description:
It was further reported that target lesion 1 was 25 mm long with residual stenosis of 0% following stent placement. The pt was readmitted 162 days after the initial procedure with chest pain that radiated to the left arm and neck. ECG showed sinus tachycardia (120 bpm ) with st depressions in v3 and v6, unchanged from prior tracings. Cardiac enzymes were negative for myocardial infarction. Pharmacologic stress cardiolite scan (date unknown) revealed an ef of 75% with evidence of anterior ischemia. Cardiac catheterization 2 days later, revealed lvef 50-55%, no wall motion abnormalities, lmca normal lad - mild plaque mid vessel, 30-50% ostial lesion diag2, lcx normal, rca (target vessel) 70% instent restenosis in proximal portion of stent and 99% instent restenosis in distal portion of stent, a 70% de novo lesion was also noted distal to the stent. The instent restenosis in the proximal and distal portions of the stent were treated with cutting balloon angioplasty. In addition, the de novo lesion in the distal rca was treated with placement of a taxus stent, which overlapped the more proximal stent. There were no reported complications and the patient was discharged the next day on plavix and aspirin. In the opinion of the physician the relationship of the target reintervention to the taxus stent is unknown.

Event description:
It was further reported that the site confirmed that there was no in-stent thrombosis for this pt and it was actually in-stent restenosis.